Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain/pain") in an adult female patient who had essure (batch no. A78086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for essure confirmation". The patient's concurrent conditions included morbid obesity and adnexal mass. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced weight increased ("weight gain; about 35 pounds") and feeling abnormal ("brain fog"). In (B)(6) 2016, the patient experienced headache ("severe headaches/headaches") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced arthralgia ("joint pain"), menorrhagia ("heavy and abnormal bleeding during menstruation"), amnesia ("memory loss"), hypoaesthesia ("loss of sensation in fingers"), dizziness ("dizziness"), paraesthesia ("tingling"), abdominal distension ("stomach flutters"), muscle spasms ("finger spasms"), groin pain ("groin"), pain ("the all over pain"), nervousness ("nervous") and migraine ("migraines"). The patient was treated with surgery (laparoscopic bilateral total salpingectomy and retrieval of essure implants). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, fatigue, weight increased, alopecia, feeling abnormal, abdominal pain, nausea and dizziness had resolved and the arthralgia, menorrhagia, rash, amnesia, hypoaesthesia, paraesthesia, abdominal distension, muscle spasms, groin pain, pain, nervousness and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, dizziness, fatigue, feeling abnormal, groin pain, headache, hypoaesthesia, menorrhagia, migraine, muscle spasms, nausea, nervousness, pain, paraesthesia, pelvic pain, rash and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Current weight 220 lbs. Insertion details: the essure tubal occlusion was then inserted through the operative port and the tip of the essure device easily slid into the left ostia. The coil was advanced and easily placed and the device withdrawn. There were 1 coils into the uterine cavity after removal of the insertion device. The device was removed and reloaded. Then, the device was deployed under direct visualization and the tip was inserted into the right ostia. This passed easily and the device was inserted. It was removed easily and 2 coils were into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: nervous, the all over pain, stomach flutters, groin pain, tingling, finger spasms. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs, medical record and social media post received. Reporter's information and lot number were updated. Events added: rashes, headaches, fatigue, weight gain, hair loss, brain fog/memory loss; loss of sensation in fingers, abdominal pain, nausea, dizziness, patient does not underwent essure confirmation test, the all over pain, stomach flutters, groin pain, tingling and finger spasms. Outcome for following events was updated from unknown to recovered/resolved: pelvic pain, abdominal pain, fatigue, hair loss, headaches, weight gain, nausea, dizziness, brain fog. Concomitant condition and concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain/pain") in an adult female patient who had essure (batch no. A78086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for essure confirmation". The patient's concurrent conditions included obesity and adnexal mass. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced weight increased ("weight gain; about 35 pounds") and feeling abnormal ("brain fog"). In (B)(6) 2016, the patient experienced headache ("severe headaches/headaches") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced arthralgia ("joint pain"), menorrhagia ("heavy and abnormal bleeding during menstruation"), amnesia ("memory loss"), hypoaesthesia ("loss of sensation in fingers"), dizziness ("dizziness"), paraesthesia ("tingling"), abdominal distension ("stomach flutters"), muscle spasms ("finger spasms"), groin pain ("groin"), pain ("the all over pain"), nervousness ("nervous") and migraine ("migraines"). The patient was treated with surgery (laparoscopic bilateral total salpingectomy and retrieval of essure implants). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, headache, fatigue, weight increased, alopecia, feeling abnormal, abdominal pain, nausea and dizziness had resolved and the arthralgia, menorrhagia, rash, amnesia, hypoaesthesia, paraesthesia, abdominal distension, muscle spasms, groin pain, pain, nervousness and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, dizziness, fatigue, feeling abnormal, groin pain, headache, hypoaesthesia, menorrhagia, migraine, muscle spasms, nausea, nervousness, pain, paraesthesia, pelvic pain, rash and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Current weight 220 lbs. Insertion details: the essure tubal occlusion was then inserted through the operative port and the tip of the essure device easily slid into the left ostia. The coil was advanced and easily placed and the device withdrawn. There were 1 coils into the uterine cavity after removal of the insertion device. The device was removed and reloaded. Then, the device was deployed under direct visualization and the tip was inserted into the right ostia. This passed easily and the device was inserted. It was removed easily and 2 coils were into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: nervous, the all over pain, stomach flutters, groin pain, tingling, finger spasms. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc (product technical problem ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain/pain") in an adult female patient who had essure (batch no. A78086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for essure confirmation". The patient's concurrent conditions included obesity and adnexal mass. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6)2016, the patient was found to have weight increased ("weight gain; about 35 pounds") and experienced feeling abnormal ("brain fog"). In (B)(6)2016, the patient experienced headache ("severe headaches/headaches") and alopecia ("hair loss"). In (B)(6)2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced arthralgia ("joint pain"), menorrhagia ("heavy and abnormal bleeding during menstruation"), amnesia ("memory loss"), hypoaesthesia ("loss of sensation in fingers"), dizziness ("dizziness"), paraesthesia ("tingling"), abdominal distension ("stomach flutters"), muscle spasms ("finger spasms"), groin pain ("groin"), pain ("the all over pain"), nervousness ("nervous") and migraine ("migraines"). The patient was treated with surgery (laparoscopic bilateral total salpingectomy and retrieval of essure implants). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, headache, rash, fatigue, weight increased, alopecia, feeling abnormal, abdominal pain, nausea and dizziness had resolved and the arthralgia, menorrhagia, amnesia, hypoaesthesia, paraesthesia, abdominal distension, muscle spasms, groin pain, pain, nervousness and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, dizziness, fatigue, feeling abnormal, groin pain, headache, hypoaesthesia, menorrhagia, migraine, muscle spasms, nausea, nervousness, pain, paraesthesia, pelvic pain, rash and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Current weight 220 lbs. Insertion details: the essure tubal occlusion was then inserted through the operative port and the tip of the essure device easily slid into the left ostia. The coil was advanced and easily placed and the device withdrawn. There were 1 coils into the uterine cavity after removal of the insertion device. The device was removed and reloaded. Then, the device was deployed under direct visualization and the tip was inserted into the right ostia. This passed easily and the device was inserted. It was removed easily and 2 coils were into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: nervous, the all over pain, stomach flutters, groin pain, tingling, finger spasms. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Reporter information updated. Outcome of event rash was updated from "unknown" to "recovered/resolved". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), headache ("severe headaches") and menorrhagia ("heavy and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent removal of device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, headache and menorrhagia outcome was unknown. The reporter considered arthralgia, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.